Event description:
It was reported that a patient contacted the patient care team and advised that they have a solid red light showing on their remote. The patient was recently in the hospital for 3 weeks, during that time the patient had multiple diagnostic tests done, and they were not checking their remote. When the patient came back home and connected to the remote, they saw the solid red light displayed. Information was sent to the patient's representative to follow up. The representative spoke with the patient on (B)(6) 2025, and also saw the patient in the clinic to do troubleshooting. The red light was still present and the representative was unable to resolve the issue. The representative tried switching programs and also placing device in MRI mode, and it would not clear the red light. On (B)(6) 2025, the patient had x-rays taken and the representative also checked with their clinician programmer, and the patient had all red impedances with most being considered open. The x-ray shows that the implant battery has flipped and the lead is now full inside the sacrum. The patient is scheduled for a revision on (B)(6) 2025. The patient came in on (B)(6) 2025, for their revision, and when the physician opened the pocket, the lead was already broken into two pieces, one within the sacrum and the other connected to the implant battery. The physician removed the ins and partial lead that was connected to it and opted to leave the remaining portion of the lead within the patient because the physician felt it was too deep to retrieve it without causing more harm to the patient. The lead appeared to be twisted and coiled, but unknown if this contributed to the lead breaking. A new lead was placed on the contralateral side as advised, and a new implant battery was also placed in the previously used pocket, per the physician's discretion. There were no other issues or complications reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. UDI for concomitant product, tined lead: (B)(4).

Manufacturer narrative:
Block d2b: product code - additional product code qon. Block c2/d10: model# 1201. Sn# (B)(6). Model: tined lead. UDI# (B)(4). Block g4: premarket / 510(k) # - additional premarket/510(k) p190006. Block h6: update to e code: foreign body in patient e2008.

Event description:
It was reported that a patient contacted the patient care team and advised that they have a solid red light showing on their remote. The patient was recently in the hospital for 3 weeks, during that time the patient had multiple diagnostic tests done, and they were not checking their remote. When the patient came back home and connected to the remote, they saw the solid red light displayed. Information was sent to the patient's representative to follow up. The representative spoke with the patient on (B)(6) 2025, and also saw the patient in the clinic to do troubleshooting. The red light was still present and the representative was unable to resolve the issue. The representative tried switching programs and also placing device in MRI mode, and it would not clear the red light. On (B)(6) 2025, the patient had x-rays taken and the representative also checked with their clinician programmer, and the patient had all red impedances with most being considered open. The x-ray shows that the implant battery has flipped and the lead is now full inside the sacrum. The patient is scheduled for a revision on (B)(6) 2025. The patient came in on (B)(6) 2025, for their revision, and when the physician opened the pocket, the lead was already broken into two pieces, one within the sacrum and the other connected to the implant battery. The physician removed the ins and partial lead that was connected to it and opted to leave the remaining portion of the lead within the patient because the physician felt it was too deep to retrieve it without causing more harm to the patient. The lead appeared to be twisted and coiled, but unknown if this contributed to the lead breaking. A new lead was placed on the contralateral side as advised, and a new implant battery was also placed in the previously used pocket, per the physician's discretion. There were no other issues or complications reported.